Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. The device was replaced, and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed (ligator housing only), and a visual evaluation noted that the ligator housing returned with five bands attached and some of them were moved. The teeth and the suture hole of the ligator housing were in good condition. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, there was no evidence of problems or defects on the returned component. In addition, the handle was not returned, so it was not possible to identify a problem with it. It is possible that the technique used, or patient's anatomical conditions could have contributed to the reported event; however, there is not enough objective evidence to determine that the reported event occurred due to a device problem. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. The device was replaced, and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.